Event description:
It was reported by service report that the brakes were flipped upside down. All of the pedals were flipped and the brakes could not be engaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Brake cam.